Event description:
It was reported that the customer received a continuous glucose monitor error 42, there was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, cgm error did not recur, and customer was advised to wait before starting new sensor session, which customer understood.